Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 544 mg/dl. The customer alleged that the pump was not delivering insulin; however, troubleshooting was performed and the pump was operating as intended. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ER. Customer was released from the ER 12 hours later with no permanent damage and the issue resolved. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.